Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the buttons on the keypad were intermittently responsive and also noted that the keypad was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2014 with the following findings: the keypad was peeling and torn. The up arrow, down arrow, and ok buttons were intermittently responsive. The contrast button contact was missing. Contamination was found under the remaining button contacts when the keypad was removed. The bolus button cover was torn, but the button was still functional. Unrelated to the original complaint, the display was faded and pink.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.